Manufacturer narrative:
(B)(4). Investigation summary ==> conclusion and justification status: the complaint states it was reported that the red plastic ring on the attune femoral introducer broke while implanting femur. The device was reviewed and confirmed the failure mode as reported. Investigation into this failure mode has indicated that the root cause is associated with fatigue of the ml slide screw either side of the cross pin, where the cross sectional area was the smallest. This failure mode has been adequately assessed within the risk management for the instrument ((B)(4)). The issue will continue to be monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Continued post market surveillance will be carried out per sep (B)(4) in accordance with the post market surveillance plant (B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4).

Event description:
It was reported that the red plastic ring on the attune femoral introducer broke while implanting femur.